Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: d10.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported through an emergency support program that the sensation plus 8fr. 50cc iab had fo sensor failure during use. Customer had troubleshot the alarm by removing the fo sensor cable and switching to the transducer; however customer placed the fo sensor cable back into the pump. Fse personnel requested customer remove the fo cable from the pump and reinsert ensuring the arrows aligned on the catheter and pump. Customer repeated multiple times, however those instructions did not resolve the alarm. Customer successfully switched to the transducer as the ap source and reported appropriate waveforms and blood pressure indices. Fse personnel collected product surveillance and explained to customer that a biohazard kit would be sent to her manager to collect the balloon catheter. There was no patient harm or injury.

Manufacturer narrative:
Updated fields b4 g3 g6 h2 h6 type of investigation findings investigation conclusions h11 additional contact person name is (B)(6) due to character limit in e1 postal code is (B)(6). A fiber optic sensor failure in an intra aortic balloon refers to the malfunction or loss of signal from the fiber optic pressure sensor within the intra aortic balloon catheter this sensor is responsible for accurately detecting and transmitting realtime aortic pressure waveforms to the iabp console which are critical for timing the inflation and deflation of the balloon during cardiac cycles. Since product was not returned for evaluation so unable to confirm the exact root cause and due to limited information provided by the user the exact cause of this particular event was not able to be identified however causes of fiber optic sensor failure can include one or more of the following optical sensor kink breaks in sensor connector issue.